Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d4, d6b, g1, g2, h6.

Event description:
Patient reported for right side: "implants might be defect[ed]," "patient ... Then saw a tv article about the allergan implant recall and got worried," "about half a year later" during "another scan," a gynecologist confirmed a suspected rupture of the right device again. Patient stated that [they] consulted with a surgeon ... Who said "there's nothing wrong with the right device," later during a "routine scan, the hcp said he definitely sees a rupture," and an "MRI definitely confirmed a rupture in the right implant." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, patient, physician details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.